Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during preparation of a smiths medical portex® endotracheal tube the system probe for inflating the balloon was disengaged. A smaller probe was used to intubate the patient. There were no reported adverse effects.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Upon visual inspection, it was noted that one part of inflation line was stuck in the inflation channel, and the rest of inflation line was detached. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.